Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the patient underwent a mechanical thrombectomy procedure with the subject retriever for a clot located at the left internal carotid artery (ica), middle cerebral artery (mca) m1 segment. During the procedure after the first pass, embolization to a new territory anterior cerebral artery (aca), occurred. It was reported that there was no flow to the aca and the clot was now at the distal ica. No information regarding treatment if any was reported. Approximately 10 days later the patient was discharged to an inpatient rehab facility. No further information is available.

Manufacturer narrative:
Lot number - corrected. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, emboli is a known risk associated with endovascular procedures and is listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
It was reported that the patient underwent a mechanical thrombectomy procedure with the subject retriever for a clot located at the left internal carotid artery (ica), middle cerebral artery (mca) m1 segment. During the procedure after the first pass, embolization to a new territory anterior cerebral artery (aca), occurred. It was reported that there was no flow to the aca and the clot was now at the distal ica. No information regarding treatment if any was reported. Approximately 10 days later the patient was discharged to an inpatient rehab facility. No further information is available.